Event description:
The customer reported obtaining low/zero anion gap (agap) results due to erratic ion selective electrode (ise) patient results on cell #2, including low sodium (na) and high chloride (cl), involving their au5800 clinical chemistry analyzer (pn: b96698, sn: (B)(6). The customer did not report any erratic ise patient results outside the laboratory. There was no report of change to treatment, injury or death associated with this event. The customer did not provide patient demographics.

Manufacturer narrative:
The beckman coulter field service engineer (fse) identified the probable cause as multiple consumable malfunctions. The fse replaced multiple consumables that included cl electrode, buffer syringe, reagent syringe, mixing bar, ref electrode and solenoid valve to resolve the issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).